Event description:
Adverse event: "none reported" (no consequences or impact to patient). Product problem: "effluent flow not sufficient" (suction issue). A technician reports the surgeon had noticed the plume odor was stronger than normal and wanted to have the plume evacuator serviced. No patients or staff were affected or overcome by the smell.

Manufacturer narrative:
Determination of root cause: assessment: during the onsite investigation, the territory manager (tm) determined that the plume evacuator was functioning correctly. The effluent suction was within specification at 1.95 scfm. The tm attempted to increase the suction to accommodate the site surgeon's concerns about the smell, and at the higher end of tolerance (2.05 scfm) the noise level from pump was excessive, and the pump performance was not stable. To address this issue, the tm replaced effluent system assembly as a preventative measure, and successfully completed the system verification. Conclusion: based on the results of the investigation the root cause was determined to be a noisy effluent system pump. (B)(4).